Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was suspected that the fixability of the helix's tip was not adequate. It was then noted that the helix had sprung. The device was not used, and a new one was implanted. There were no patient consequences.